Event description:
It was reported via repair work order that the stair pro could not roll properly due to a bent caster and the seat riser was cracked which will affect seat support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.